Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device failed operational check as the device was issuing the message "charge button error." There was reportedly no patient involvement. Available details indicate the device failed operational check as the device was issuing the message "charge button error." The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site.